Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.